Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove was confirmed due to being returned stuck in the catheter. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficult to remove appear to be related to the operational context of the procedure. It was reported that the balloon catheter encountered resistance when being removed over the guide wire. Analysis of the returned device noted the wire was frozen in the catheter. Bunching was noted on the balloon catheter. Bunching could impact the guide wires clearance with the catheter, likely contributing to the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure a command guidewire and a jade balloon (csi balloon) were used in the left anterior tibial artery. When the physician tried to take the balloon off the wire, the balloon was stuck; it wouldn¿t come off the wire so he had to remove them together. The procedure was completed with another jade balloon and command guidewire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.